Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture and device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured and the device got stuck with the non-boston scientific guidewire. Both devices were removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.